Event description:
Follow up with the physician found that the physician was able to interrogate the patient's device. The physician declined to give the patient's name and information, due to confidentiality. However, he confirmed that the programming system is working properly and the patient's device is working without any issues.

Event description:
On (B)(6) 2013, the physician reported that he was having a problem with his programming system and could not figure out how to fix it. He mentioned the system had failed in the past while treating a patient, but this patient was successfully interrogated roughly 3 months ago. Since then, the patient's device has not been assessed, due to the failure to interrogate on 2 other appointments. The physician declined providing the patient¿s information until he had patient permission. Troubleshooting was performed: the wand battery life was ensured, the device was not plugged in during interrogations, and sources of emi avoided. It was clarified that the patient¿s device was not believed to be at eos. The physician initially believed the event was related to a wand issue. On-site troubleshooting was also performed. The handheld was tested and examined. The screen was out of alignment. A hard-rest was performed that resolved the event. The system was tested on a demonstration generator and was noted to be working fine. Attempts for additional information have been unsuccessful.